Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field investigation: no pictures or samples available. No wood materials are present is this area. Normal carton paper is not allowed. Phaseal boxes do not release fibers (special carton paper). Pallets do not enter the area. Internal documents explained the flow of the material to enter the area. Before coming into the phaseal assembly area the personnel take into account the following rules: wash and dry their hands remove rings and if that is not possible, then wear gloves. Wear the hair and beard cover and check that hair and ears are fully covers. Leave external shoes and use clean room shoes. The bench divides the room in external area and clean room. In each area step only with designated shoes or covers for it. Disinfect the hands. Get a clean room gown dressed and check that it is completely buttoned and fully covers the personal clothing .check the following: no supplements (jewelry, jewelry pin, no makeup), clean room shoes or shoe covers correctly set, all buttons fastened, the coat sleeve covers personal clothing. Wait some seconds before opening the door .operators and other habitual personnel of the area wear especial clothes. Fabric is antistatic and do not release fiber. Clean room gowns are made with the same material. New equipment (flow cabinet for visual inspections/re-process) and machines encapsulation have been installed in phaseal assembly and molding area. The brushes for cleaning have been changed for others that not loose fibers. Clearance and cleaning of the assembly and packaging machines are done before starting a new lot, according to internal documents. On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Rationale: clearance and cleaning of the assembly and packaging machines are done before starting a new lot, according to internal documents. On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Summary: no quality notifications or other events which my lead to the contamination of the product are found in DHR review. It not possible to confirm the defect. (B)(4).

Event description:
It was reported before use of the bd phaseal¿ injector luer lock n35 there was foreign matter that appeared moldy and dirty. There was no report of injury or medical intervention.